Event description:
Upon removal noticed a leg of the filter was missing and was not able to be retrieved.

Manufacturer narrative:
Device evaluation is still ongoing and not yet completed. A follow-up report will be submitted once the device evaluation has been completed.

Manufacturer narrative:
A review of the returned product from the customer was performed. Visual inspection of the returned sample from the customer found, filter leg was broken during the retrieval procedure and unable to be retrieved. Upon removal it was noticed a leg of the filter was missing and was not able to be retrieved. Physical review of the sample found one strut(leg) was broken and the complaint was confirmed. Based on the fractured surface study, the origin of fracture could not be concluded because there is no inclusion or void at initiation site. Therefore, there is nothing in the manufacturing. Process that could have caused the fracture to occur during retrieval of the filter.

Event description:
Upon removal noticed a leg of the filter was missing and was not able to be retrieved.

Manufacturer narrative:
The device was returned, and device evaluation has begun but not yet completed. A follow-up report will be submitted once the device evaluation has been completed.

Event description:
Upon removal noticed a leg of the filter was missing and was not able to be retrieved.